Manufacturer narrative:
(B)(4) date sent: 10/28/2020 investigation summary the analysis found that one pcee60a device was returned with no apparent damage and with gst60b reload present. The reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an open high anterior resection, the knife did not return to home position after the first firing on the rectum. At first, the knife reverse switch did not function, but it was pulled several times and the knife was returned to home position. The firing itself was completed properly. The cartridge was gst60d. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.